Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via review of the submitted log file; however, the heartmate 3 system controller (serial number: (B)(6)) was not suspected to be the root cause of the reported event. The submitted log file from this controller contained information approximately 3 days ((B)(6) 2023 to (B)(6) 2023 per timestamp). At 10:28:32 on (B)(6) 2023, a brief power b broken fault was observed, causing a driveline power fault alarm to activate. The modular cable was returned to abbott for analysis and confirmed damage which would have caused this interruption in the power b signal. Therefore, the driveline power fault has been addressed further under the investigation of the modular cable. There were no other abnormal events within the submittedlog file, and the controller appeared to perform as intended. The pump maintained a speed above the low-speed limit without issue. Multiple attempts were made to see if the heartmate 3 system controller would return for evaluation, but no response was received. The root cause of the reported event was not suspected to be related to an issue with this heartmate 3 system controller. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented with driveline power fault. A self-test was performed that did not clear the alarm. However, once interrogation was done and log files were gathered, the alarm was cleared (not permanently silenced) and has not yet returned. Driveline was slightly manipulated to try to induce the alarm and it still did not return. There is no obvious damage to any visible portion of the driveline. The log file captured driveline power b faults on (B)(6) 2023. Controller and modular cable exchange was successfully completed. All parameters returned to normal ranges and no alarm recurred. 15 power cable disconnects were performed. The log file from the new modular cable and controller showed the driveline power fault had not returned and the driveline I sense data had returned to normal. Related modular cable MFR# 2916596-2023-06747

Manufacturer narrative:
Related modular cable MFR# 2916596-2023-06747 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.